Manufacturer narrative:
(B)(4). The customer reported that the ready for use indicator shows a solid red x and that they have to remove the battery and ac power module then reconnect power to get it to come back on. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ready for use indicator shows a solid red x and that they have to remove the battery and ac power module then reconnect power to get it to come back on.